Event description:
(B)(4). Partial hysterectomy due to essure migration into the uterus causes pelvic pain ,horrible periods, hair loss, headaches, bloating ,fatigue, gurd, reflux, fibroid tumors, abnormal pap smears, nickel sensitivity and yes my insurance paid for the procedure.